Event description:
The following was reported to hamilton medical ag: on (B)(6) 2024, the department reported that the flow sensor calibration of the repair machine did not pass during pre use testing. After restarting the machine for testing, it still did not pass, and the flow detection module was damaged. After replacing the flow detection module, the machine was tested and used normally . No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).